Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (casing/condition issue) issue. The reporter stated that part of the piston came out of the pump with the cartridge during a site change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
On (B)(6) 2014, the patient called back to animas and alleged that she had experienced a blood glucose (bg) level as high as 549 mg/dl while off of her insulin pump due to the previously reported malfunction and currently using injections. The patient then called back on (B)(6) 2014 and reported a bg of 40 mg/dl while still off the insulin pump. Reportedly, her bg resolved to 100 mg/dl by the end of the second call. This information is being reported due to the patient allegedly experiencing erratic bg excursions while off the insulin pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: the last basal delivery was on (B)(6) 2014 at 01:00am. There was no activity outside of normal use observed and the total daily dose added up and reflected the programmed basal rate target. The returned battery cap and cartridge cap were used to complete the investigation. The piston cap was missing, but the piston was undamaged. The previous report stated that the piston was damaged; however, testing confirmed it was not. An ez-prime sequence was successfully performed and the pump reflected 24 units after 24hr on 1u/hr basal program testing. The product performs within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #2: date of submission (B)(6) 2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/10/2014 with the following findings: the piston in the pump was damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.